Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd s6 sorter 5l 30c biohazardous waste leaked outside of instrument. The following information was provided by the initial reporter: customer noticed a small leakage at the bottom of the waste tank. He replaced the waste tank but the issue persists. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer / bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00069 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd s6 sorter 5l 30c biohazardous waste leaked outside of instrument. The following information was provided by the initial reporter: customer noticed a small leakage at the bottom of the waste tank. He replaced the waste tank but the issue persists. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer / bd personnel physically in contact with the fluid? No.